Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include stress such as damage or deterioration of parts. The investigation determined that the likely cause of this failure was component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited deterioration of the water drainage function due to the clogging of the air/water supply nozzle. There was no patient involvement.